Event description:
It was reported that the patient was scheduled for surgery because she has a lump in the area of the neck where the cut lead portion remains. It was reported that the patient was seen the week prior and stated that she had pain where the lump was. Attempts to obtain additional information have been unsuccessful to date.